Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient having patient line and drain line alarms. The patient noted having to do stat drains after treatment in order to get excess fluid off her in the mornings. The extra fluid left the patient feeling discomfort. A review of the patient¿s treatment records identified that the patient drained 3808 ml during drain 3 of the treatment. This drain volume is 181% the patient's prescribed fill volume of 2000 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A new cycler was issued to the patient. Additional information requested but has not been provided.

Manufacturer narrative:
Correction provided in d4. Additional information provided in d9 and h3. Plant investigation: a visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. An (as-received with reduced dwell) simulated treatment was performed and completed without any failures or problems. The cycler weighed fill volume values were within tolerance for a liberty cycler. The system air leak test passed. The valve actuation test passed. The teach pump test passed. The patient sensor check passed. An internal visual inspection of the returned cycler revealed dried fluid under the pump assembly on the bottom cover. Encountered a clogged hydrophobic filter (hp2) filter. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient having patient line and drain line alarms. The patient noted having to do stat drains after treatment in order to get excess fluid off her in the mornings. The extra fluid left the patient feeling discomfort. A review of the patient¿s treatment records identified that the patient drained 3808 ml during drain 3 of the treatment. This drain volume is 181% the patient's prescribed fill volume of 2000 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A new cycler was issued to the patient. Additional information requested but has not been provided.